Event description:
It was reported that the gastrointestinal videoscope had a blurry image. There were no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to breakage of lg-bundle, no illumination is obtained. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.